Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter deflated.

Event description:
It was reported that the catheter deflated.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode was unable to determine. The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labelling review could not be reviewed due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews.